Event description:
Probe place and shaft frosted during the first freeze. No injury.

Manufacturer narrative:
Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed. No patient injury was reported.